Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, possible rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, possible rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, possible rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, possible rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.